Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 462 mg/dl at 12:18 p.m. 132 mg/dl at 12:20 p.m. 121 mg/dl at 12:32 p.m. 384 mg/dl at 12:34 p.m.